Manufacturer narrative:
Evaluation results: (evaluation of the explanted stent graft pending). Patients condition affected affectiveness of device (dilated aortic neck). Conclusion: device failure lack of effectiveness related to patient condition (dilated aortic neck). Other (evaluation of the explanted stent graft pending).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant was not reported. It was reported that the aortic neck was 2.4 cm in diameter at the time of implant and it was found to have dilated to 4 cm in 43 months. This caused the stent graft to fall into the aneurysm sac. The decision was made to explant the stent graft. The abdominal cavity was opened and it was found that the aneurysm was 11 cm in diameter. The stent grafts were explanted after which a 24 mm diameter x 12 mm diameter bifurcated graft was sewn in. The patient tolerated the procedure well. The stent graft was returned to medtronic and its evaluation is pending.